Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual observation confirmed that the complete lead was returned. There were cuts noted in the insulation which exposed the coils. There was nothing indicated in the analysis for reason for dislodgement. The cuts were determined to be procedurally induced.

Event description:
Boston scientific received information that the patient with this right atrial (ra) and right ventricular (rv) leads reported feeling stimulation in the right lower quadrant of the abdomen. The stimulation was recreated with ventricular pacing. Additionally, ra and rv loss of capture (loc) at maximum outputs was observed. Furthermore, the daily measurements showed a decrease in the r-waves and p-waves measurements. Subsequently, a chest x-ray confirmed that both the ra and rv leads were dislodged due to the patient suffering from twiddler's syndrome. The loc did not result in asystole of more than 2 seconds. The physician explanted both leads and implanted new ra and rv leads. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.